Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 9am. The patient tested on the subject meter at unknown times and observed values of ¿220, 214, 220, and 240 mg/dl¿, which she felt was high as compared to her normal readings. It is not known what range the patient considers to be normal. She also tested on another ultra 2 meter and observed similar results of, ¿220, 240, 214, 245, and 214mg/dl.¿ the patient manages her diabetes with an unknown type of insulin and is a self-adjuster, it is not clear if the patient took any action regarding her usual diabetes management regimen immediately after testing. The patient claimed developing symptoms of ¿shaking¿ approximately 4 hours later. The patient reportedly contacted her doctor and was advised by the doctor to eat some food at approximately 5pm. She did increase her food/drink consumption that evening at 5:30pm or 6pm. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. Quality control testing was performed and the products passed testing. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining inaccurate high readings on the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.